Event description:
Same case as MFR report #: 2134265-2009-06057. It was reported that during a percutaneous coronary interventional (pci) procedure, a rotawire detachment occurred. The 99% stenosed lesion was located in the calcified and moderately tortuous bifurcation area of the left anterior descending (lad) artery and left circumflex (lcx) artery. The rotational speed of the rotalink plus was set at approximately 210,000 rpm. The rotational speed dropped by an average of 6,000 rpm from the unloaded platform speed during ablation. Upon attempting to treat the lesion using the rotalink plus and the rotablator guide wire, the rotablator guide wire detached inside the pt. The physician used another MFR's guide wire to retrieve the detached guide wire. The procedure was successfully completed with a different device. No further pt injuries or complications were reported. The pt's status was reported as "good".